Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other mitraclip referenced is submitted under a separate medwatch MFR number.

Event description:
This is being filed to report the clip opening during efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted on the middle of a2p2 without issue. The second clip delivery system (cds) was advanced and placed lateral to the first clip. When the arm positioner was turned to neutral after establishing final arm angle (efaa), imaging noted the mr increased and the clip was open. Troubleshooting was performed without success therefore the clip was not implanted and the cds removed. A third cds was advanced laterally to the first clip however when turning the arm positioner, resistance was met and the clip would not open from 120 degrees. The clip was opened and closed several times but resistance was still noted. When opening the clip to 180 degrees, it seemed the clip was caught therefore the clip was not implanted and the cds removed. Another clip was implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported unintended movement (clip open during efaa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the unintended movement (clip open during efaa). There is no indication of a product issue with respect to manufacture, design, or labeling.